Event description:
It was reported that the insulin pump alarmed battery out limit. It was also reported that the insulin experienced an unexpected restart alarm. Customer's blood glucose reading was 280 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.